Manufacturer narrative:
The reported complaint for the thermogard being flooded with liquid and having a missing coldwell cap assembly were confirmed during visual inspection. The system was thoroughly cleaned and the coldwell cap assembly was replaced. During visual inspection, propylene glycol residue was noted on the system and the coldwell cap assembly was missing. A review of the event log was performed and found no errors or anomalies to have occurred. The platform has passed the initial functional testing without any fault. An additional repair and updates were performed (unrelated to the reported complaint) as part of routine maintenance. The pump raceway, pump plastic cover, display head and internal fan were checked and cleaned. Hall-sensor cable feed -though was checked and sealed. Air filter intake and white guide roller were replaced. The air trap is working as intended for use. The thermogard has passed all the final testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
As reported the thermogard tgxp ivtm system (sn: (B)(4)) was flooded with liquid and the roller pump was drowned under the liquid. The coldwell cap for the coolant tank was also missing. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.